Event description:
The customer reported the unit failed to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up. There was no reported pt involvement. The ac power module was not available for eval. The customer replaced the ac power module and resolved the issue. We will consider this a malfunction of the ac power module where the unit failed to power up.